Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion. Reportedly, the patient's new implant sticking out and rubbing against the seatbelt. The technical services (ts) advised to visit clinic. There were no additional adverse patient effects reported. This pacemaker remains in service.